Manufacturer narrative:
Newly received information confirms that the patient has passed away; however, the cause of death is currently unknown.

Event description:
According to the information available, the resident had been using a sara 3000 floor lift, and management questioned whether the hip fracture could have occurred during a sit-to-stand transfer. The resident sustained bilateral femoral neck fractures, was hospitalized for diagnostic evaluation, and passed away the following day. Based on the current information, it is not possible to determine whether the fractures occurred during use of the sara 3000, and the mechanism of injury remains unclear.

Manufacturer narrative:
Patient and device information was updated.

Event description:
The reported event involved a resident who sustained a hip fracture. According to the information available, the resident had been using a sara 3000 standing and raising aid, and management questioned whether the hip fracture could have occurred during a sit-to-stand transfer. At this time, there is no information confirming that the hip fracture occurred during the use of the sara 3000. The facility performed tests on the device involved and stated that they do not believe that the lift is at fault.

Manufacturer narrative:
B3: date of event estimated based on the awareness date. D4: at the time of the report submission, the device details, including the manufacturing date, are not available; therefore, we are not able to obtain the UDI number.